Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The current black box shows only typical usage; no alarms relating to the complaint were observed. The total daily dose add up correctly to reflect the users programmed basal rates. Pump passed a delivery accuracy test successfully. No alarms occured during testing. A pinkish contrast was observed on the display screen. The top of the cartridge compartment is cracked near the threads. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the nurse/reporter claimed that the patient was admitted into the hospital this week with an elevated blood glucose reading in the 600's mg/dl and had chest pain. There was in allegation of a pump malfunction. The reporter indicated the patient's condition could be due to a possible diabetes management issue which more education might be required for the patient. The doctor has taken the patient of off insulin pump therapy for the time being. The patient is currently on insulin via syringe. Animas has made several attempts to contact the patient and the doctor's office for more information but was not successful. This complaint is being reported because the patient had elevated blood glucose reading above 600 mg/dl while on insulin pump therapy. It is not clear if product malfunction, use error, intentional misuse, or diabetes management attributed to the alleged hyperglycemic episode.